Event description:
It was reported that the device was used during a mastectomy procedure. It was reported by the rep that the clips were not being fed into the jaws of the instrument. The instrument misfired three times. The nurse, who was inserviced, rinsed the tips in saline to prevent dried blood buildup.